Manufacturer narrative:
The actual device was returned for evaluation. Reliability engineering evaluated the device and the reported condition was not confirmed. An assessment was performed and the device passed all operational specifications. Therefore, an assignable root cause was not determined. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
This is report 9 of 10 for the same event. It was reported that during pre-surgery testing, it was observed that there battery devices melted, were leaking fluid, smoking and overheating. The battery devices were in use with three battery casing devices, two battery reamer/drill devices, and one battery oscillator device at the time of the alleged malfunction. It was further reported that the two battery reamer/drill devices and the battery oscillator device had a burning smell which could be from the battery devices. There were no delays in the surgical procedure as identical spare devices were available for use. There was no patient involvement reported. There were no reports of injuries, medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Additional narrative: as of this date, the device has not been returned for evaluation; therefore, the reported condition cannot be confirmed and/or duplicated. If additional information should become available, a supplemental medwatch report will be sent accordingly.